Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es order and room changes are not updating automatically and require manual updates. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 01-jun-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was confirmed that the customer reported intermittent issues where room and order changes were not consistently updated in pyxis. A technical support specialist (tss) dialed into the server and checked patient orders for the ICU unit. The tss pulled server-synchronized logs to ephi and emailed the user requesting the station name and medication ID. The tss then connected with the user and confirmed there were no recent issues. There had been no other recent occurrences; however, the user was advised to report the issue to tss if it happened again. The system functioned as intended after the technical support specialist investigated the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es order and room changes are not updating automatically and require manual updates. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.